Event description:
It is reported that the device was implanted in 2003. Approximately 4 years post-op, the surgeon found the device was loose. There are no plans to revise the patient at this time, but the surgeon is observing the loosening status.

Manufacturer narrative:
Evaluation summary: x-ray images show femoral component possibly implanted in flexion which led to a large gap on the anterior face. Images show less than optimal cement mantle on anterior face. Femoral component did not fit the bone tightly as evident by the large anterior gap which likely contributed to the loosening. No product was returned for evaluation. No lot number was provided; therefore, device history records could not be reviewed.